Manufacturer narrative:
Evaluation of the returned pod packing coil could not confirm that the embolization coil did not take its intended shape during the procedure. Evaluation revealed that the intended coil shape was present on the embolization coil. Further evaluation confirmed that the embolization coil was detached and revealed that the introducer sheath was kinked, and the pusher assembly was fractured inside the introducer sheath. If the device is inadvertently mishandled at an extreme angle during use, the introducer sheath may kink, and the pusher assembly may fracture inside the introducer sheath. This damage likely contributed to the embolization coil unintentionally detached during the procedure. Further evaluation of the device also revealed a kink near the proximal end of the pusher assembly and offset coil winds throughout the length of the embolization coil. This damage was incidental to the reported complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a non-penumbra microcatheter, a non-penumbra catheter, a non-penumbra sheath, and a guidewire. During the procedure, the physician successfully implanted one non-penumbra coil and three pod pcs into the target location. After advancing the next pod pc into the target location, the coil would not take the intended shape after multiple attempts were made. Subsequently, the pod pc unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed and the coil was flushed out on the back table. The procedure was completed using a new pod pc, the same microcatheter, the same catheter, the same sheath, and the same guidewire. There was no report of an adverse effect to the patient.